Manufacturer narrative:
The unit was requested for return and further evaluation. Upon receipt, bench testing was performed and determined that the AED was unable to fully power on. Further investigation attributed the issue to an audio amplifier drawing excessive current.

Event description:
A customer reported that their AED's asi is flashing red, and would not power on. The customer did not report this occurring during patient use.